Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the pump powered on with auditory and vibratory alerts but the display remained blank upon start. The original complaint of a blank screen was confirmed. The pump cover was removed and no damaged was found to the display screen. There was a single component failure and the pump case was removed. There was evidence of corrosion found internally. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated to the initial complaint, the bolus button cover and its slug were detached and missing.